Event description:
It was reported that the insulin cartridge leaked insulin into the cartridge compartment of the infusion device.

Manufacturer narrative:
H3 other text : no product was returned for evaluation.